Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/30/2019. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot? Can you provide the name / product code of suture used?

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2019 and suture was used. The suture broke easily when sewing. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.